Event description:
It was reported that the vns patient had been coughing associated with stimulation on-times which caused the patient to vomit since being implanted with vns. It is believed that programming changes contributed to the issues. The patient did not have a history of coughing and vomiting prior to vns. The patient¿s device was disabled on (B)(6) 2015 for patient comfort and the issues resolved. The patient was referred for surgery to explant the device. No known surgical interventions have occurred to date.